Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticking often and had caused customer to enter wrong information. Battery life was diminished and had lasted roughly a week. Insulin pump had frequently rejected new batteries, received no delivery alarms and customer had to replace reservoir to resolve the issue. Customer stated they had to rewind more that once during reservoir change. Insulin pump had received other error codes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.